Event description:
It was reported that the monopolar curved scissors (mcs) instrument was noted to be dull during a da vinci nephrectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis placed the instrument on an in-house is3000 system for a latex cut test and the scissors did not cut cleanly through (B)(4) latex. The latex was snagged at the scissor tips. The blade edges were damaged. The evidence was inconclusive but the damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .015 - .055 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling misuse. Failure analysis also observed that the tube re-enforcement ring had a scratch and has a rough surface finish with light material removal. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.